Manufacturer narrative:
4315 - additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) received the sureform 60 reload involved with this complaint and completed the device evaluation. Upon visual inspection, the sureform 60 reload appeared to be used and fired without any issues. The reload was opened in-house for inspection and no damage was found.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
67 - intuitive has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly and the fire test passed. The instrument was fully functional.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Neither the sureform stapler 60 instrument nor any of the sureform stapler 60 reloads used during the surgical procedure have been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. The sureform stapler 60 instrument with pn 480460-08, lot l91190722-0123 fired 2 sureform 60 reloads (1 green and 1 blue), and both firings were completed. After these two firings, the backup sureform stapler 60 instrument fired 4 sureform 60 reloads and all firings were completed this complaint is being reported due to the following conclusion: during the da vinci-assisted sleeve gastrectomy procedure, the surgeon had to over sew a hole on stomach tissue that was identified after a sureform stapler instrument use. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, it was alleged that the sureform 60 stapler instrument dragged tissue along the staple line while stapling and the tissue was not cut. On 17-october-2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr informed that the sureform 60 stapler instrument had a successful complete fire with the first green sureform60 reload that was used. Then the surgeon used a blue sureform60 reload for the 2nd fire. The csr stated that when the surgeon clamped the stomach tissue and fired, the stomach tissue was pushed out from the distal tip of the sureform 60 stapler instrument. When the surgeon unclamped the stapler instrument, he noticed a hole in the stomach tissue. The staples were not formed and the tissue was not cut. There was minimal bleeding observed. The surgeon then place temporary suture to stop the bleeding. The surgeon then repaired the stomach tissue by stapling on the other side of the stomach. With a backup sureform 60 stapler instrument with a blue stapler60 reload installed. The surgeon completed the rest of the procedure with the backup sureform 60 stapler instrument and had successful fires. The csr stated that there were no errors generated on the system, the tissue was not too thick, there were no impediments, and no buttress material was used. However, the surgeon stated the stomach pouch was made smaller than he had originally planned due to the second staple line to repair the hole in the stomach. Post-operatively the patient was scoped and was reported to be recovering well. However, the surgeon stated that the patient had to be monitored due to the narrow stomach pouch.